Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding/reproductive system disorder or condition type of disorder or condition: had ablation but periods came back, so much pain") and lipoma of breast ("surgery (other) type of surgery: had a small fatty lump on my chest under my left breast removed because after being there for years, it suddenly grew and became uncomfortable/I had a fatty lump under my left breast for years. After essure, it started") in a 46-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chest wall tumour, uterine bleeding, breast mass and fibromyalgia. Concurrent conditions included overweight, pelvic mass, rubber sensitivity and allergy (pork derived.). Concomitant products included tramadol. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea(cramping)/mentrual cramps heavy after ablation. Saw the dr. To explain why I was having so much pain/menstrual cycle returned after ablation along with pain") and uterine neoplasm ("huge mass of tumors in my uterus"). In 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal canal, at the back/end, painful sex"), vision blurred ("vision/eye problems type: blurred vision/ my vision gets blurry sometimes. This lasts for about an hour and goes away.") And weight increased ("weight gain / loss specify which one: weight gain/ gained 12 pounds that just wouldn't go away with diet and exercise"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids (1 huge softball size plus many more smaller ones),"). In (B)(6) 2015, the patient experienced migraine with aura ("vision/eye problems type: ocular migraines/ after essure I started having terrible ocular migraines"). On (B)(6) 2016, the patient experienced lipoma of breast (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraine/I've occasionally suffered from migraine"), headache ("headache/head: behind eyes and vision was interrupted by a strobing geometric shape"), abdominal pain ("pain/belly, entire abdominal area would ache."), the first episode of arthralgia ("forearms and wrist, hand. It seemed like the pain was in the center of m bones but my doctor said there wasn't any nerve endings inside my bones so this puzzled him"), abdominal distension ("reproductive system disorder or condition-type of disorder or condition:"), the first episode of dermatitis contact ("irritation/I found I was allergic to nickel when I was 13 and got my ears pierced, when I wore cheap earing's with nickel in them, I would get a great deal of irritation."), skin infection (",when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles."), the second episode of dermatitis contact (",when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles.."), adnexa uteri pain ("ovarian pain"), alopecia ("hair thinning"), eye pain ("pain behind eyes"), vulvovaginal pain ("vaginal canal pain"), back pain ("back pain"), pain in extremity ("arm pain/hand pain"), the second episode of arthralgia ("wrist pain"), metal poisoning ("I believe thr nickle in the essure device poisoned my body, not just my uterus"), visual impairment ("vision was interrupted by a strobing geometric shape.") And bone pain ("bone pain-seemingly inside my bone."). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (breast lump removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, lipoma of breast, vaginal haemorrhage, menorrhagia, allergy to metals, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, uterine neoplasm, skin infection, the last episode of dermatitis contact, eye pain, vulvovaginal pain, back pain, metal poisoning and visual impairment outcome was unknown, the migraine and weight increased was resolving and the migraine with aura, abdominal pain, adnexa uteri pain, alopecia, pain in extremity, the last episode of arthralgia and bone pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, bone pain, dysmenorrhoea, dyspareunia, eye pain, genital haemorrhage, headache, lipoma of breast, menorrhagia, metal poisoning, migraine, migraine with aura, pain in extremity, pelvic pain, skin infection, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of arthralgia, the first episode of dermatitis contact, the second episode of arthralgia and the second episode of dermatitis contact to be related to essure. The reporter commented: she need for additional surgery essure confirmation test- yes on (B)(6) 2014,(B)(6) 2014 and (B)(6) 2015: no problems, no movement, dr. Said they were fully intact. Discrepant information -date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. On (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015, essure confirmation test showed no problems, no movement, dr. Said they were fully intact echography, transvaginal was done concerning the injuries reported in this case, the following one/ones was/were described: overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, and the following ones were confirmed : overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, from the medical record quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), genital haemorrhage ("abnormal bleeding/reproductive system disorder or condition type of disorder or condition: had ablation but periods came back, so much pain") and breast mass ("surgery (other) type of surgery: had a small fatty lump on my chest under my left breast removed because after being there for years, it suddenly grew and became uncomfortable/I had a fatty lump under my left breast for years. After essure, it started") in a 46-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chest wall tumour, uterine bleeding, breast mass and fibromyalgia. Concurrent conditions included overweight, pelvic mass, rubber sensitivity and allergy nos (pork derived.). Concomitant products included tramadol. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)/mentrual cramps heavy after ablation. Saw the dr. To explain why I was having so much pain/menstrual cycle returned after ablation along with pain") and uterine neoplasm ("huge mass of tumors in my uterus"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal canal, at the back/end, painful sex"), vision blurred ("vision/eye problems type: blurred vision/ my vision gets blurry sometimes. This lasts for about an hour and goes away.") And weight increased ("weight gain / loss specify which one: weight gain/ gained 12 pounds that just wouldn't go away with diet and exercise"). On (B)(6) 2015, 1 year 4 months after insertion of essure, the patient experienced uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids (1 huge softball size plus many more smaller ones),"). In (B)(6) 2015, the patient experienced migraine with aura ("vision/eye problems type: ocular migraines/ after essure I started having terrible ocular migraines"). On (B)(6) 2016, the patient experienced breast mass (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("abnormal bleeding menorrhagia"), migraine ("migraine/I've occasionally suffered from migraine"), headache ("headache/head: behind eyes and vision was interrupted by a strobing geometric shape"), abdominal pain ("pain/belly, entire abdominal area would ache."), the first episode of arthralgia ("forearms and wrist, hand. It seemed like the pain was in the center of m bones but my doctor said there wasn't any nerve endings inside my bones so this puzzled him"), abdominal distension ("reproductive system disorder or condition-type of disorder or condition:"), skin irritation ("irritation/I found I was allergic to nickel when I was 13 and got my ears pierced, when I wore cheap earrings with nickel in them, I would get a great deal of irritation."), skin infection (",when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles."), rash ("when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles"), adnexa uteri pain ("ovarian pain"), alopecia ("hair thinning"), eye pain ("pain behind eyes"), vulvovaginal pain ("vaginal canal pain"), back pain ("back pain"), pain in extremity ("arm pain/hand pain"), the second episode of arthralgia ("wrist pain"), metal poisoning ("I believe thr nickle in the essure device poisoned my body, not just my uterus"), visual impairment ("vision was interrupted by a strobing geometric shape.") And bone pain ("bone pain-seemingly inside my bone."). The patient was treated with surgery (hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation) and surgery (breast lump removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, breast mass, vaginal haemorrhage, menorrhagia, allergy to metals, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, uterine neoplasm, skin irritation, skin infection, rash, eye pain, vulvovaginal pain, back pain, metal poisoning and visual impairment outcome was unknown, the migraine and weight increased was resolving and the migraine with aura, abdominal pain, adnexa uteri pain, alopecia, pain in extremity, the last episode of arthralgia and bone pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, bone pain, breast mass, dysmenorrhoea, dyspareunia, eye pain, genital haemorrhage, headache, menorrhagia, metal poisoning, migraine, migraine with aura, pain in extremity, pelvic pain, rash, skin infection, skin irritation, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure. The reporter commented: she need for additional surgery essure confirmation test- yes on (B)(6) 2014 and (B)(6) 2015: no problems, no movement, dr. Said they were fully intact. Discrepant information -date of insertion (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. On (B)(6) 2014 and (B)(6) 2015, essure confirmation test showed no problems, no movement, dr. Said they were fully intact. Echography, transvaginal was done. Concerning the injuries reported in this case, the following one/ones was/were described: overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, and the following ones were confirmed : overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, from the medical record. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization and removal date was added events: genital haemorrhage, vaginal haemorrhage, menorrhagia, allergy to metal, migraine, headache, dysmenorrhea, breast conserving surgery, dyspareunia, benign neoplasm, , vision blurred, migraine with aura, weight increased, abdominal pain, arthralgia, abdominal distension, uterine neoplasm, skin irritation, adnexa uterine pain, alopecia, pain behind eyes, vaginal canal pain, back pain, arm pain/hand pain, wrist pain,when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles,vision was interrupted by a strobing geometric shape, bone pain were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pain'), genital haemorrhage ('abnormal bleeding/reproductive system disorder or condition type of disorder or condition: had ablation but periods came back, so much pain') and lipoma of breast ('surgery (other) type of surgery: had a small fatty lump on my chest under my left breast removed because after being there for years, it suddenly grew and became uncomfortable/I had a fatty lump under my left breast for years.after essure, it started') in a 46-year-old female patient who had essure (batch no. C03096) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included chest wall tumour, uterine bleeding, breast mass, fibromyalgia and uterine neoplasm. On on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015, essure confirmation test showed no problems, no movement, dr. Said they were fully intact echography, transvaginal was done. Concurrent conditions included overweight, pelvic mass, rubber sensitivity and allergy (pork derived.). Concomitant products included tramadol. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea(cramping)/mentrual cramps heavy after ablation. Saw the dr. To explain why I was having so much pain/menstrual cycle returned after ablation along with pain"). In 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy") and was found to have uterine neoplasm ("huge mass of tumors in my uterus"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vision blurred ("vision/eye problems type: blurred vision/ my vision gets blurry sometimes. This lasts for about an hour and goes away."). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)/vaginal canal, at the back/end, painful sex"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia") and was found to have weight increased ("weight gain / loss specify which one: weight gain/ gained 12 pounds that just wouldn't go away with diet and exercise"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: benign fibroids (1 huge softball size plus many more smaller ones),"), 1 year 4 months after insertion of essure. In (B)(6) 2015, the patient experienced migraine ("migraine/I've occaionally suffereed from migraine") and migraine with aura ("vision/eye problems type: ocular migraines/ after essure I started having terrible ocular migraines"). On (B)(6) 2016, the patient was found to have lipoma of breast (seriousness criterion medically significant). On an unknown date, the patient experienced headache ("headache/head: behind eyes and vision was interrupted by a strobing geometrc shape"), abdominal pain ("pain/belly, entire abdominal area would ache."), arthralgia multiple ("forearms and wrist, hand. It seemed like the pain was in the center of m bones but my doctor said there wasn't any nerve endings inside my bones so this puzzled him"), abdominal distension ("reproductive system disorder or conditon-type of disorder or condition:"), the first episode of dermatitis contact ("irritation/I found I was allergic to nickel when I was 13 and got my ears pierced, when I wore cheap earings with nickel in them, I would get a great deal of irritation."), skin infection (",when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles."), the second episode of dermatitis contact (",when I wore cheap earrings of nickel in them, I would get a great deal irritation, infection and rash./the back of my jeans buttons give my tummy a rash and so do belt buckles.."), adnexa uteri pain ("ovarian pain"), alopecia ("hair thinning"), eye pain ("pain behind eyes"), vulvovaginal pain ("vaginal canal pain"), back pain ("back pain"), pain in extremity ("arm pain/hand pain"), wrist pain ("wrist pain"), metal poisoning ("I believe thr nickle in the essure device poisoned my body, not just my uterus"), visual impairment ("vision was inturrupted by a strobing geomatric shape.") And bone pain ("bone pain-seemingly inside my bine."). The patient was treated with surgery (ablation, breast lump removal and hysterectomy (full)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, lipoma of breast, vaginal haemorrhage, menorrhagia, allergy to metals, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, vision blurred, abdominal distension, uterine neoplasm, skin infection, the last episode of dermatitis contact, eye pain, vulvovaginal pain, back pain, metal poisoning and visual impairment outcome was unknown, the migraine and weight increased was resolving and the migraine with aura, abdominal pain, arthralgia multiple, adnexa uteri pain, alopecia, pain in extremity, wrist pain and bone pain had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, arthralgia multiple, back pain, bone pain, dysmenorrhoea, dyspareunia, eye pain, genital haemorrhage, headache, lipoma of breast, menorrhagia, metal poisoning, migraine, migraine with aura, pain in extremity, pelvic pain, skin infection, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage, vision blurred, visual impairment, vulvovaginal pain, weight increased, the first episode of dermatitis contact, wrist pain and the second episode of dermatitis contact to be related to essure. The reporter commented: she need for additional surgery essure confirmation test- yes on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2015: no problems, no movement, dr. Said they were fully intact. Discrepant information -date of insertion (B)(6) 2014. Current weight 140 lbs. Patient has been denied insurance on (B)(6) 2016 due to did not disclose known uterine tumor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.6 kg/sqm. Ultrasound scan vagina - in (B)(6) 2014: results: total bilateral occlusion; on (B)(6) 2014: results: total bilateral occlusion; in (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were described: overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, and the following ones were confirmed : overweight, chest wall tumor, abnormal uterine bleeding, breast mass, fibromyalgia, pelvic mass, rubber sensitivity, allergy to nos, from the medical record. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: patient has been denied insurance on sep-2016 due to did not disclose known uterine tumor. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.